Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found no critical override icons or disconnected mode and a review of the data synchronization logs showed no errors, with logs indicating stable change tracking versions and successful uploads. Then the tss found that the station was off by 10 minutes behind central standard time (cst) and corrected time to resolve the issue. Further the tss dialed into server and found upload and heartbeat was current with server time. Also confirmed that the device was not on critical override under attention notices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to communicate with the server. The customer replaced the ethernet cable, but the communication issue persisted. The device was reported to be in critical override on the es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.